Event description:
Sensing difficulty was reported. X-ray and operative testing showed no function of lead and device. Both were explanted and returned. No patient complications were reported as a result of this event.